Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing inadequate stimulation and muscle spasms on the foot while walking with stimulation turned on. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted.